Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint would be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to pain and mid flexion instability. No further details available.